Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); damaged antenna was observed. Sensor was not communicate with the evaluation module (evm). An extended investigation was also conducted. Performed an internal visual inspection on de-cased the sensor and no issues were observed. Attempt to scan the sensor was unsuccessful. The sensor was scanned prior to de casing and only stopped scanning after de-casing. Hence, it was determined that the sensor was damaged as a result of board twisting during de casing. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. Section d4 (sn), (model #), (UDI), (device expiry date), and h4 (device mfg date) were updated based on the returned product download.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 55mg/dl compared to readings of 501mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 55mg/dl compared to readings of 501mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.